Manufacturer narrative:
Based on the results of the completed investigation, the noisy image was due to a faulty cable. The root cause of the reportable event could not be specified. However, it is likely due to a component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, a noisy image was found. There was no patient involved.